Event description:
It was reported that the patient presented for follow-up with the implantable cardioverter-defibrillator in backup operation after magnetic resonance imaging was performed in an off-label environment. High-voltage therapy was unavailable at the time. The device was successfully restored with the programmed settings. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.